Manufacturer narrative:
H.6. Investigation: bd had not received samples, but one photo was provided by the customer for investigation. The photo was reviewed and the indicated failure mode for clumping/erroneous results with the incident lot was not observed. 10 retained samples from the same lot number were analyzed for edta content; all were found to be within specification. A review of the device history record (DHR) was carried out, with specific focus on additive and dispense, with no issues relating to the reported defect being identified. Analytical testing of the retained tubes, together with a DHR review, did not confirm the reported defect. Five retention samples were also clinically evaluated. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure (clotting and low platelets/erroneous results) because the defect was not evident in the testing of the customer lot samples. Replicates of both customer lot (retains) and control samples tested were acceptable in terms of both precision and accuracy for platelet analysis.

Event description:
It was reported that clotting occurred with a 65 bd vacutainer® k3e 7.2mg plus blood collection tubes. The following information was provided by the initial reporter: edta causing clumping. Additionally, on 2020-06-04 the bd sales consultant provided the following additional information: 1.are there any physical samples available for the investigation? No ¿ we just received patient samples which flagged clumping and this was confirmed on film. If yes, please could you kindly provide full pick up address with a department name and a phone number. 2.when did the event occur? Before or during use? We had 65 samples in feb from one site and we withdrew the batch then this week from (B)(6) 2020, we have seen 6 samples and the batch is now withdrawn from stock at this site. 3.any serious injury no just extra work as film required to confirm result and unable to issue platelet counts due to clumping 4.was the course of treatment changed? Not that we are aware of 5. Erroneous results details pseudo thrombocytopenia / un able to report an accurate platelet count.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4).

Event description:
It was reported that clotting occurred with a 65 bd vacutainer® k3e 7.2mg plus blood collection tubes. The following information was provided by the initial reporter: edta causing clumping. Additionally, on 2020-06-04 the bd sales consultant provided the following additional information: are there any physical samples available for the investigation? No, we just received patient samples which flagged clumping and this was confirmed on film. If yes, please could you kindly provide full pick up address with a department name and a phone number. When did the event occur? Before or during use? We had 65 samples in feb from one site and we withdrew the batch then this week from 01/06/2020, we have seen 6 samples and the batch is now withdrawn from stock at this site. Any serious injury no just extra work as film required to confirm result and unable to issue platelet counts due to clumping was the course of treatment changed? Not that we are aware of. Erroneous results details pseudo thrombocytopenia / unable to report an accurate. Platelet count.